Manufacturer narrative:
Results: a review of the usage of the device history revealed no related quality notifications for lot # 5064621. The returned samples were examined visually and confirmed the foreign matter reported. Conclusion: the most likely cause is that there was some dirt that got baked on during the glass cutting/forming operation. Based on the severity and frequency it was determined that there will not be a CAPA opened at this time. We will monitor these defects for tracking and trending purposes.

Event description:
It was reported that 16 x 100 mm 8.5 ml bd vacutainer® glass whole blood acd tubes contained foreign matter like fiber or mold inside the cap. Device not used on patients. No serious injury, no medical interventions.

Manufacturer narrative:
The initial MDR was submitted with an incorrect 510k number. It is corrected to read preamendment.